Manufacturer narrative:
Thbe insulin pump was received with blank white solid display with black horizontal lines due to cracked lcd glass. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, dat test, verify motor / drive anomaly or download unit due to display anomaly. The motor was tested outside the device and passed. No red flashing light or unexpected audio alarms noted. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.

Event description:
The customer reported via phone call that their insulin pump was smashed in a motorcycle accident. Customer stated the device was beeping and flashing a red light. The customer¿s blood glucose level was ranging from 300 to mid 400 mg/dl. Customer reported the following symptoms related to their high blood glucose such as difficulty breathing and loss of appetite. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.